Event description:
Medwatch report# (B)(4) was received from FDA on 09/13/10. It was reported that a patient underwent a cardiac catheterization (exact date not provided) and that mynx was used for femoral artery closure following the procedure. The patient reported returning to the ER sometime post procedure with a reported infection that required surgery. The patient also reported experiencing post procedure symptoms in the leg including pain and swelling, occasional stabbing pain, constant dull pain, electricity-like zappings, numbness and tingling sensations.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported infection, pain and swelling could not be conclusively determined. There is no indication that the device did not perform as intended and per specification. No information was provided regarding any relevant patient co morbidities or existing medications. Additionally, no information was provided regarding the procedural details or femoral angiogram to assess suitability of closure. There was no information provided regarding the mynx procedure or its use pre the instructions for use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.